Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). A philips remote service engineer (rse) spoke to the customer and a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement pressure cuff to resolve the issue. The customer was provided with part information about a replacement pressure cuff to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the easy care cuffs indicating the blood pressure variation is showing lower than 20 points. The device was in use on patient at time of event, there was no adverse event reported.